Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the right system arm was not allowing the instrument jaws to open and close properly, and the surgeon found it difficult to articulate the jaws during wrist movement. The instrument sterile adapter was replaced, however, these issues continued to recur. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
On site investigation and evaluation was conducted by field service engineering. System verification tests were performed and the customer reported failure mode could not be duplicated. The right pt side manipulator (psm) was replaced as a precaution. The pt side manipulator is an instrument arm located on the pt side cart which provides the sterile interface for the endowrist instruments. The psm was returned to isi for failure analysis investigation. Mechanical and electrical performance tests were conducted and the customer reported failure mode could not be reproduced. As of 2008, there have been no reported recurrences of the issue at this hospital.